Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Customer changed the battery but the buttons were still unresponsive. Insulin pump will be replaced. No further details given.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.